Event description:
Reporter indicated that vns pt passed away. It was reported that the pt's device had been programmed to off six months prior to death, presumably due to infection. The pt was reportedly hospitalized for treatment of infection and later died. Cause and date of death are not known at this time. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance and confirmed sterilization of devices. There is no evidence at this time that the ncp system caused or contributed to the reported pt death. Investigation to date has been unable to determine the cause of the reported events.